Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing of noise. It was noted that signal amplitude measurements were very small and the smartpass feature disabled and will not re-enable. The noise was noted to be consistent with muscle noise. Technical services (ts) discussed the option of evaluating other sensing vectors to see if smartpass will enable. It was noted that the physician was considering explanting this s-ICD and implanting a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.